Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This journal article evaluated the outcome of patients undergoing pci for unprotected left main coronary artery (ulmca) disease with different drug-eluting stent (des) type between june 2007 and january 2015. A total of 1209 patients were enrolled in the study of which 133 patients (11.0%) received a zotarolimus-eluting stent (zes) (endeavor zes or resolute integrity zes). During a mean follow-up of 722 ± 640 days, adverse events experienced in a selection of patients included death, myocardial infarction, stent thrombosis, tlr and bleed events.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.